Event description:
It was reported that left hip revision surgery was performed due to pain and other complications.

Manufacturer narrative:
Corrections based on additional information received. (B)(4).

Event description:
Other complications include collapse of the femoral neck into varus and a major cystic change behind the cup.